Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was leak and black matter found on the inner surface of the catheter. The patient received surgery to remove the catheter and to replace leaking catheter. It was stated that the patient follows the standard protocol in cleaning the catheter and dressing the area. There was no reported patient injury.